Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp for the reported issue of a power up failure, it was later clarified that the reported issue was not for a power up failure, but for the safety disk replacement is due message. The fse replaced the security disk which was due and made sure that the leak test was ok, the cycles were reset, and the replacement date was reentered. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not power on. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
***After further review and confirmation received an initial emdr for this complaint was incorrectly submitted. This is not complaint making it non-reportable to the FDA. As a result, no emdr is necessary. Please cancel in your database.

Event description:
N/a